Event description:
The dr tried to change the valve setting but could not change even with pak2. He replaced the valve on (B)(6) 2011. He would like to know the root cause of this event. After extracting the valve, the dr tried to change the pressure several times and finally succeeded in doing it.